Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was noted on right atrial (ra) and right ventricular (rv) leads. Since patient was pacemaker dependent, both leads were explanted and replaced. The patient was fine and stable all the time.

Event description:
New information received noted that the atrial and right ventricular leads exhibited a trend of increasing lead impedance starting in (B)(6) 2017. In (B)(6) 2018, the impedance on both leads increased to out of range values and the leads were replaced.